Event description:
A customer reported an issue with the touchscreen of their pump, which was not cracked but had become unresponsive, freezing and preventing interaction. There was no adverse impact to the customer¿s blood glucose level. Despite attempting a pump reset with the guidance of technical support, the problem persisted. Consequently, a replacement pump was arranged, and the customer was advised to use a backup form of insulin therapy until its arrival. They received instructions on storing the faulty pump and sending it back to the company, including programming settings and connecting their continuous glucose monitor to the new pump.